Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was not confirmed via photographic evaluation. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was filled with a 240ml solution of flucloxacillin and saline.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, a photo was made available. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.